Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the hospital on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 500 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the cannula became dislodged from the infusion site (hip/buttocks) and that the pod was leaking insulin. The patient was treated with intravenous fluids and insulin. The patient was released later the same day.